Manufacturer narrative:
No patient code available for hunger.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that her son¿s onetouch ultra easy meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, and further information obtained during a follow up call with the reporter. The reporter stated that the alleged product issue began overnight on (B)(6) 2017, alleging that they obtained an inaccurate blood glucose result of ¿19 mmol/l¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that they manage her son¿s diabetes with insulin, and in response to the alleged inaccurate high she administered 1 unit of insulin. The reporter stated that she tests her son¿s blood glucose every 2 hours, and his usual range of results is 4-8 mmol/l. The reporter stated that prior to testing and obtaining the blood glucose result of 19.0 mmol/l, her son had developed symptoms of ¿thirsty, hungry, and wanted to micturate¿ (time unknown), and after the 1 unit of insulin, he slept. Approximately 3 hours after the insulin, the reporter stated she tested the child¿s blood glucose and obtained a result of ¿2.9 mmol/l¿ on the subject meter. The reporter denied that the patient developed any symptoms but she alleged that she treated him with ¿hypofree gel¿ at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the control solution test had not been selected manually on the device. The test strips were stored correctly and had not expired. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.